Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the balloon on the advance 18 lp low profile balloon catheter ruptured longitudinally prior to reaching rbp (rated burst pressure). The procedure was being performed in the sfa (superficial femoral artery). The product problem did not result in any reported serious injuries to the patient.